Manufacturer narrative:
(B)(4). One used partial IV set without packaging was returned for evaluation in connection with this incident. The backcheck valve was noted to be cracked in half and the remainder of the valve and set was not returned. During the complaint review process for the evaluated part number a trend was identified and CAPA (B)(4) was opened to address the issue of cracking backcheck valves. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with (B)(4).

Event description:
As reported by user facility: tubing detached at the filter during use causing blood leakage and lactated ringers leakage. No patient injury.